Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2012, inratio inr: 1.8 and 2.2, poc inr: 3.3 and 3.4, laboratory inr: 3.8. The time between testing was 15 minutes between meters and within 30 minutes between meters and laboratory testing. Pt stated that two fingers were punctured and each finger was punctured a second time for the repeat test. Unsure which meter was tested on first. Therapeutic range 2.5 - 3.5 for pt. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Investigation pending.